Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, under-insertion of the lead terminal pin into the device header was suspected to be the cause of the insertion difficulty but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this pacemaker was an attempted implant. At the time of connecting the electrodes to the pacemaker, there was an issue when inserting the right ventricular lead into the header. The header port diameter did not allow the lead to be fully inserted. Many attempts were made, the screw was checked several times to see if it was loose however, that was not the case. Subsequently, this product was not used and another pacemaker was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was an attempted implant. At the time of connecting the electrodes to the pacemaker, there was an issue when inserting the right ventricular lead into the header. The header port diameter did not allow the lead to be fully inserted. Many attempts were made, the screw was checked several times to see if it was loose however, that was not the case. Subsequently, this product was not used and another pacemaker was successfully placed. No adverse patient effects were reported.